Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with chronic blurred vision that began four days following lasik treatment. The patient reported the blur soon after lasik. The topical steroids were increased. The patient was referred for possible retinal disease five months following lasik treatment. Additional information is requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).